Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: explant procedure: exploratory laparotomy with explantation of infected gore-tex mesh. Repair of recurrent hernia with 16 x 20 cm strattice mesh. Explant date: (B)(6) 2020 [hospitalization dates (B)(6) 2010] (B)(6) 2020: (B)(6) medical center. Laboratory result. Specimen: ¿abdominal, collected (B)(6)2020.¿ cult. [Culture] result (final) growth: ¿pseudomonas aeruginosa ¿. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: added catalog # b7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: open repair of lower midline incisional hernia with gore-tex dual mesh plus. Implant: gore® dualmesh® plus biomaterial (1dlmcp03/05166042) implant date: (B)(6) 2007(hospitalization unknown). (B)(6) 2007: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: lower midline incisional hernia. Postoperative diagnosis: lower midline incisional hernia. Assistant: (B)(6) pa-c. Indication for procedure: mrs. (B)(6) is a pleasant 55 year old female who has had lower midline incision for bladder tack and has developed a large lower midline incisional hernia. Recommendations were made for operative repair due to symptomatic discomfort. Full risks, benefits and alternatives discussed. Description of procedure: ¿after informed consent was obtained, the patient was taken to the operative room and placed in the supine position on the operating table. After induction of general anesthesia, the abdomen was prepped and draped in usual sterile fashion. The previous lower midline incision was opened for four cm segment and once opening this, dissected down the hernia sac, I realized there was extensively large hernia. There were actually two to three hernias incorporating the entire midline from umbilicus down to the pubic symphysis. Therefore, I opened the incision for the entire length and dissected down the hernia sac all the way down to the fascial margins. There recuts muscle and fascia were relatively splayed out laterally. I resected the hernia sac intra-abdominally. There were a few adhesions and these were very mild. These were easily taken down with metzenbaum scissors. I then soaked a large segment of gore-tex dual mesh plus and [sic] antibiotics containing saline. The mesh was placed brown side down and then sewed along the fascia margins with running 0 prolene. This gave excellent closure and I then placed a 15-french blake drain overlying the mesh exiting the left lower abdomen. The soft tissue was closed with running 3-0 vicryl and the skin was closed with staples. The patient tolerated the procedure well. All counts were correct.¿ (B)(6) 2007: (B)(6) medical center. Implant sticker. Implant: gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 05166042. [Handwritten]: expiration date: 2010-06. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05166042) was implanted during the procedure. Relevant medical information: (B)(6) 2019: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: open repair with mesh. First assistant: (B)(6) pa-c. ¿the patient was taken to the operating room and placed in a supine position where general endotracheal anesthesia was administered. The patient was prepped and draped in a sterile fashion. A skin incision was made through a previous midline incision. This was carried down to the fascia which was divided. An underlay mesh was then identified. There was a blowout of the mesh superiorly allowing contents to pass between the mesh and the abdominal wall. These contents were carefully dissected off the mesh and then placed back into the peritoneal cavity. The mesh was then reapproximated to the fascial margins with 0 prolene sutures. Fascial margins were then reapproximated again using same suture. A #7 jp drain was placed over the fascia. Subcutaneous fat was reapproximated with 2-0 vicryl pop-off. Skin was closed with skin clips. Sterile dressing was applied. All counts were correct. The patient was transported to recovery area in stable condition.¿ explant procedure: exploratory laparotomy with explantation of infected gore-tex mesh. Repair of recurrent hernia with 16 x 20 cm strattice mesh. Explant date: july 1, 2020 (hospitalization july 1-6, 2010) ¿ (B)(6) 2020: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia with infected gore-tex mesh. Postoperative diagnosis: recurrent incisional hernia with infected gore-tex mesh. First assistant: (B)(6) pa-c. Description of procedure: ¿the patient was taken to the operating room and placed in the supine position where general endotracheal anesthesia was administered. The patient was prepped and draped in a sterile fashion. Midline skin incision was made with a skin knife. This was carried down to an abscess cavity. Pus was aspirated. Three liters of irrigant was then used to clean out the cavity which consisted of a blown out piece of gore-tex mesh which was removed. Posteriorly, there was granulation tissue. The fascial edges have receded laterally. There was significant amount of inflammatory and infected tissues. After pulsavac irrigation, necrotic tissue was debrided sharply. The fascial margins are in such a state of inflammation that bringing them back to the midline does not seem likely. A piece of strattice mesh was then obtained. This is anchored circumferentially with multiple interrupted 0 prolene sutures. Once repaired, a wound vac was applied over the mesh. Sterile dressings were applied. The patient tolerated the procedure well, and was transported to the recovery area in stable condition.¿ relevant medical information: (B)(6) 2020: (B)(6) medical center. (B)(6) fnp. Discharge summary. Admit date: (B)(6)2020. Discharge date: (B)(6) 2020. Discharge diagnosis: recurrent incisional hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
D4: added serial #, catalog #, expiration date, UDI # h4: added device manufacture date h6: updated type of investigation code and investigation findings code. Conclusion code remains the same. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (ug/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (ug/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: expulsion of mesh, hernia recurrence x 2, revision, abscess, debridement, infection, seroma, wound vac, mesh removal, mesh failure, chronic pain. Additional event specific information was not provided.